Event description:
It was reported to philips that the system spontaneously shut down, which could indicate an issue with booting. The device was out of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system spontaneously shut down, which could indicate an issue with booting. Review of the logfile shows degraded tube protection error, confirming the malfunction and the root cause was found to be an issue with the x-ray tube. Upon troubleshooting, the customer reported that the system had been shutting down spontaneously and without command. The philips remote service engineer (rse) carried out remote troubleshooting and advised examining the system logs, checking the remote-control shutdown button for sticking, verifying the ups power path and related connections and requested onsite support. The philips field service engineer (fse) checked the system onsite but was unable to reproduce the reported malfunction. The fse checked the system logfile and found two shutdown events which appeared to be standard, controlled shutdowns without any error messages or system malfunction indications. The fse on further troubleshooting determined the sticking shutdown button on the remote control to be the root cause. The fse disassembled the remote control, inspected and found no signs of mechanical damage, contamination, or liquid ingress. To date, no further information was received. The codes were updated based on the investigation outcome.